Event description:
The pt's implant site reportedly has not healed since initial implantation. The pt reportedly pulled her internal device out through an opening in the skin. By the time the pt was seen in the clinic, the postauricular region was healed. Surgery to reimplant the pt with another advanced bionics cochlear implant has been scheduled. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.